Manufacturer narrative:
Patient identifier, age, date of birth and weight not available for reporting. Patient age reported as young. This report is for an unknown flexible shaft/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar case an unknown date, the lip on the distal end of the flexible reamer shaft was catching on the protection sleeve from behind the patella. There was a delay of approximately 3 minutes on the procedure due to repositioning of the protection sleeve. Patient outcome was unknown. This report is for one (1) unknown flexible shaft. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that the lot number was worn off of the flexible shaft. Since the lip of the flexible reamer shaft was continually catching on the protection sleeve when reaming, the sleeve came out of the joint space thus requiring a replacement of the sleeve in the space. The surgery was reported to have been completed successfully, the patient was doing well and had no complaints.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: protection sleeve: (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.